Event description:
During implant, the right atrial (ra) lead was implanted and unable to pace due to a loss of capture. The event was resolved by explanting and replacing the ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray inspections of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.